Manufacturer narrative:
The returned complaint device consisted of a coyote balloon catheter. The balloon is loosely folded with blood in the balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. Leak testing was performed by connecting the balloon catheter to an inflation device full of water. When the positive pressure was applied, the device leaked water from the proximal balloon weld area. Microscopic examination revealed that there is a scraping mark and a puncture hole in the shaft that is causing the leak at the proximal balloon weld. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficult.

Event description:
Reportable based on the device analysis completed on 05apr2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified posterior tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a shaft puncture hole.